Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, the abbott proglide closure device failed to close the access site and a surgical closure technique was used. A hematoma was noted following the closure but no treatment was required. No further adverse patient effects were reported. 702442485 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).